Manufacturer narrative:
Initial reporter address: (B)(6). The actual device was not available; however, pictures/video of the sample were provided for evaluation. The visual inspection of the provided pictures/video shows that there was an external leak at the level of the drain bag sealing, near the stopcock. It was determined that the drain bag had been used longer than the expected use. All the accessories provided within the set, including the drain bag, is a single use product. This means that once used, the product must not be reused (i.e. Emptied and reused during the same therapy) and should be discarded. The reported condition was verified. The cause identified for the reported event was an unintended use of the effluent bag. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an external effluent bag leak during continuous renal replacement therapy (crrt) while using a prismaflex m100 set. The staff tried to fix it, but still the problem persisted, and the leakage started increasing as the weight in the bag increased. This leakage happened during the therapy within almost 24 hours post treatment initiation. There was no patient injury or medical intervention associated with this event. No additional information is available.